Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging unusual issue. The reporter claimed obtaining an "error 205". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (12/26/2013). The patient¿s meter has been returned and evaluated by life scan product analysis on 11/13/2013 and 12/17/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have a defective processor u5. In addition, a secondary issue was noted when the meter was found to have broken lines found on the lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.